Manufacturer narrative:
Corrected data upon further review, the following fields were updated with the correct information: section d4 - catalog number: dib00i0240. Section h6 - medical device problem code: 4008 - material split, cut or torn all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a crack/tear in the optic of the preloaded monofocal intraocular lens (iol). The iol remains in the eye. No further details provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the intraocular lens (iol) was not returned for evaluation as it remains implanted. However, a photograph was provided by the customer for evaluation. The picture showed a pseudophakic eye implanted with an iol claimed to be tecnis eyhance iol preloaded in the simplicity delivery system (model dib00). A crack-like mark was observed in the lens midperiphery measuring approximately 1 to 1.5mm. The root cause and potential clinical impact could not be determined from a picture assessment. The complaint issue of iol torn was not identified during photograph evaluation. The observed lens damaged is similar to the reported complaint issue. However, based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.